Event description:
The patient was referred for evaluation of av insufficiency and mv regurgitation, mini avr and mvr were recommended. The patient underwent mini avr utilizing a 25mm perimount pericardial aortic valve and mvr utilizing a 31mm hancock porcine mitral valve. The surgery was complicated by acute hypoxemic respiratory failure requiring intubation and trach placement from alveolar hemorrhage, pneumonia, encephalopathy, acute kidney injury and shock briefly requiring pressor support.

Manufacturer narrative:
The cause for the aortic valve removal remains unknown.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, the patient is having another valve surgery to re-do the aortic tavr at the same time he is having mitral valve surgery. The root cause is currently unknown; the sapien 3 valve was implanted approximately 2 years prior.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, as limited information was provided, it is not possible to determine the reason for the valve intervention or draw a conclusion about potential contributing factors. The actual issue with the valve and root cause of this event could not be determined.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.